Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on an undisclosed date and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was noted that the patient underwent a surgical procedure on (B)(6) 2006 and other material (upn) was implanted. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-00941. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, inflammation, vaginal discharge, itching, emotional distress, depression, inability to sit when urinating and trouble sleeping through the night. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 10/06/2016.